Event description:
It was reported that the insulin pump was okay, but the customer stated that she had been having high blood glucose levels in the 400 mg/dl range and does not know why. She reported that she had to leave work three times and went home to change out her infusion set and treat using the insulin pump. The customer declined to have the call transferred for troubleshooting. She also complained that she was getting tired of the sensor beeping because it would say she had high blood glucose readings when she did not. Advised best practices of calibrations. Customer understood. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.